Event description:
It has been reported that tibial insert would not engage and lock into the tibial baseplate. Condylar 16mm tibial insert was used and locked at first time. There was no adverse consequences for the pt.